Event description:
The company received a report where it was claimed that the device did not provide an audio tone. No pt involvement.

Manufacturer narrative:
The device is not expected to be returned for eval. The customer has isolated the failure to the main board in house. Info has been added to the database for trending purposes.